Event description:
It was reported that a malfunction alarm with code malf 15 occurred, and a fault ID was available. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it using a prepaid label. In the interim, the customer planned to use multiple daily injections as a backup therapy, and a replacement pump was to be provided.